Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 3 for the same event. Reports 2 and 3 are reported on MFR #0001032347-2016-00220 & 0001032347-2016-00221.

Event description:
It was reported that screws broke during insertion below the screw head. It is stated that "it wasn't possible to remove all screw fragments." It is also stated that "the cranioplastic which was used could not be fixed as intended." The cranioplastic referenced is a non-zimmer biomet product.